Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, one device jammed and the other one misfired. There was no patient injury.